Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited airwater-tube and airwater-cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. It was noted, it is likely that the foreign material may have been unremoved because the device was not reprocessed properly due to a leak. The root cause could not be specified. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 "preparation and inspection". IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.